Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-46493.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was over 400 mg/dl. The customer stated that he almost died due to the excessive no delivery alarms. He stated that he was finally able to correct his high blood glucose using the insulin pump. He stated that he had lost confidence in the device and requested its replacement. He was unable to troubleshoot at the time of the call, as he was able to resolve the issue. He stated that he had to disconnect and straighten the infusion set tubing two to three times after the no delivery alarm in order to get the insulin pump to deliver a bolus. The customer declined to return the infusion set and reservoir for analysis. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.